Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3 reference MFR. Report#: 1627487-2018-06170 reference MFR. Report#: 3006705815-2018-01543 it was reported the patient had been experiencing a burning/tingling sensation whether stimulation was on or off. As a result, the patient's ipg was relocated via surgical intervention on (B)(6) 2018. Surgical intervention addressed the patient's issue